Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2017, an unknown size trifecta valve was implanted. On (B)(6) 2019, the valve was explanted due to premature aortic insufficiency. Patient status is unknown and additional information cannot be obtained.

Manufacturer narrative:
As reported through medwatch, a trifecta valve failed due to premature aortic insufficiency. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.